Manufacturer narrative:
Date of event unknown. (B)(4). Event is still under investigation at this time.

Event description:
04feb2016- the female patient reported a stoma site infection. The patient reported that she had been on two week regimen of augmentin twice daily for her stoma infection. She was not able to recall when the stoma infection started. She reported that it was found by her visiting nurse who noted yellow discharge from the stoma site with no color, no redness, no pain, no swelling and no fever. The patient reported that the discharge was getting better. 05feb2016- update received from the physician stated that this was placed on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Investigation / evaluation: during the course of the investigation a review of the complaint history, quality control, manufacturing instructions, device history record, drawing, specifications, and instructions for use (IFU), was conducted. There is no evidence to suggest that the product was not manufactured to specification. The product is packaged with IFU. The IFU includes device description and intended use, instructions for placement, warnings and precautions and post placement care instructions. The IFU states that the device is "supplied sterilized by ethylene oxide has in peel-open pouches. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile." As no product was returned and based on the limited information provided, we are unable to determine with certainty the root cause of this complaint. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. Per the conclusion of the quality engineering risk assessment, additional risk reduction is not required.

Event description:
On 04feb2016- the female patient reported a stoma site infection. The patient reported that she had been on two week regimen of augmentin twice daily for her stoma infection. She was not able to recall when the stoma infection started. She reported that it was found by her visiting nurse who noted yellow discharge from the stoma site with no color, no redness, no pain, no swelling and no fever. The patient reported that the discharge was getting better. On 05feb2016- update received from the physician stated that the device was placed on (B)(6) 2015.